Event description:
According to the reporter: bag torn from the ring, falling into patient cavity. All pieces were recovered and removed. No patient harm reported.

Manufacturer narrative:
(B) (4). (B) (4).